Manufacturer narrative:
On february 13th, additional information was received stating that the customer was able to successfully charge their pump using a secondary usb charging cable. A replacement usb cable was sent to the customer to address the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.